Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 50 mg/dl and was treated with glucose tablets. Based on customer report, customer does not allege over-delivery of insulin. The customer did a manual bolus of 20 units and did not have bolus wizard set up patient has only been using the pump for 1 week. The insulin pump will not be returned for analysis.